Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with a blur of the right eye and slow improvements one month following photo refractive keratectomy. The patient is being monitored and expected to improve. Additional information requested.

Manufacturer narrative:
Logfile review showed no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).